Event description:
Pt status post epoca hemi implantation on (B)(6)-2008 returned to surgeon. It was discovered pt had a failed rotator cuff and tuberosity union failure. Pt underwent additional revision surgery on (B)(6) 2008 to repair defect. The cocr head, stem, and eccenter were not removed. This is one of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.